Manufacturer narrative:
No samples will be returned for evaluation. The facility stated that they had discarded the samples. The root cause of the event cannot be determined in this investigation. This report was mailed to FDA on: 12/19/2008.

Event description:
The customer reported that the 23 gauge trocar cannulas were pulling away from the hub. No patient impact has been reported to date. Multiple attempts for additional information have been made, with no response to date.